Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products:- oss 2mm spiked washer bolt, catalog #: 151826, lot #: 643330. Oss 9cm osseoti prox tib slv, catalog #: 151819, lot #: 677310. Oss spiked washer, catalog #: 151824, lot #: 866750. The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were reported for this event. 0001825034-2017-04408. Product location unknown.

Event description:
It was reported that the patient underwent an initial knee procedure. Subsequently, the patient was revised due to loosening. It was seen on x-ray, that two of the bolts backed out. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.